Event description:
Additional information was received from a company representative (rep) and healthcare provider (hcp) reporting that the issue of the open wound from the eroded pump is ongoing. It was further reported that the hospital had possession of the explanted devices and they were unable to be obtained and that there were no issues with the function of the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative and a healthcare provider via a manufacturer representative regarding a patient receiving compounded baclofen (3000mcg/ml at 1265mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient's pump incision was open and the pump had been completely exposed for "at least a month" per the patient's mother. The pump site was covered with dressing. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced in may. It was unknown if any diagnostics/troubleshooting was performed. The patient was referred to a neurosurgeon by their managing physician. The patient was scheduled for a pump and catheter explant and re-implant by the neurosurgeon on (B)(6) 2023. The facility could not get intrathecal baclofen per the pharmacy, and the neu rosurgeon did not want to transfer the drug from the exposed pump to the new pump. There was no team to manage baclofen withdrawal in house at the hospital so the case was cancelled and the patient was referred to another neurosurgeon. The issue was not resolved at the time of the report. It was noted that the hcp had no further information. Surgical intervention is planned but has not yet been scheduled. The patient's weight and medical history were asked but would not be made available. The patient status was alive with injury, as the patient pump had completely eroded through skin with the entire top of the pump exposed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the patient had a new pump and catheter implanted in the right abdomen. The old 8731 catheter broke off into the spinal space so partial segments of the old catheter were left implanted, but not in use. The old pump pocket in the left abdomen was cultured and left open. The patient was being sent for wound care and the issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 8731, lot#/serial# (B)(6), implanted: (B)(6) 2003, explanted: (B)(6) 2023, product type catheter, ub d:05.06.2005, UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.